Manufacturer narrative:
As part of investigation, the service center followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The device was returned to the service center and is pending evaluation. The cause of the reported event cannot be determined at this time.

Event description:
The service center was informed that no image was displayed on the camera head. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to an olympus service center for evaluation. The issue was confirmed and found to have been cause by failure of the imaging (ccd) unit. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely unexpected stress was applied to the ccd unit due to user handling and the ccd unit failed. This issue is addressed in the instructions for use (IFU): do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.